Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Unit returned with its original pouch batch 19385371 and guidezilla guide wire. Evaluation of the returned device revealed that a damage on the guidewire exit port assembly. Kinks were observed in the sheath assembly from femoral marker to the distal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that imaging catheter shaft detachment/separation occurred. The target lesion was located in the left anterior descending artery. A non-bsc guidewire and guidezilla extension catheter were taken down the lesion. An opticross¿ 6 ivus catheter was connected into the sled; however upon insertion on the wire and into the guidezilla, the opticross catheter became stuck and fragmented. The ivus catheter was removed out of the guide. The procedure was completed with a different device. No patient complications were reported as the device never entered the patient's body.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that imaging catheter shaft detachment/separation occurred. The target lesion was located in the left anterior descending artery. A non-bsc guidewire and guidezilla extension catheter were taken down the lesion. An opticross¿ 6 ivus catheter was connected into the sled; however upon insertion on the wire and into the guidezilla, the opticross catheter became stuck and fragmented. The ivus catheter was removed out of the guide. The procedure was completed with a different device. No patient complications were reported as the device never entered the patient's body.